Event description:
Discordant, falsely low sodium (na) and chloride (cl) results were obtained on two patient samples on a dimension exl 200 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting as expected. The correct results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na and cl results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). Tsc instructed the customer to replace the integrated multisensor technology sensor, run diluent check and quality controls. The samples were repeated prior to performing tsc recommendations, and results were as expected. The cause of the discordant, falsely low na and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.